Event description:
Patient had undergone previous revision and then dislocated, was treated with the closed reduction on (B)(6) 2012. Then had this revision to implant a constrained liner. I was unaware of this procedure as I did not cover the case. Was unaware of the revision until researching a journal entry made about the closed reduction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a trident liner and a ceramic head ((B)(4)) was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient medical information was received for review with a clinician consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
Patient had undergone previous revision and then dislocated, was treated with the closed reduction on (B)(6) 2012. Then had this revision to implant a constrained liner. I was unaware of this procedure as I did not cover the case. Was unaware of the revision until researching a journal entry made about the closed reduction.